Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user¿s mother called to request a return of the device due to unspecified issues. No specific information regarding the reported glucose issue was provided by the end-user upon follow up.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.